Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the internal magnet was removed and an implant was placed on the internal fixture.